Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the physician suspected premature battery depletion. No intervention was performed, and the patient will further be monitored. The patient condition was stable.